Event description:
A customer reported she received a reading of 150 mg/dl on her blood glucose meter, and also that the meter appeared to have missing segments. The customer reportedly experienced symptoms of blurred vision, headache, and she was seen by a doctor who diagnosed her with severe hyperglycemia. The customer additionally reported she was treated with insulin intravenous medication and oral medications (unk) at a healthcare facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.